Manufacturer narrative:
Evaluation results: (B)(4) 2010: the introducer used in the case was not returned with the device. An introducer was used from stock. The device balloon was aspirated twice, the introducer and catheter balloon were both wetted. The device went into the introducer from stock successfully with no kinking or binding. After insertion the balloon was inflated with 2 cc or air and there are no leaks detected in the balloon. The contamination guard was cut off of the device to expose the device shaft. Visually there is a kink just past he proximal strain relief. There are also 3 places on the shaft were the shaft is twisted within the proximal 10" of the shaft. Water was introduced through all of the device lumens and the water flows from where it should. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. A review of the device batch record was performed for raw materials, in-process, finished goods and sterilization for lot number 763115 this device passed all inspections upon release of the product. There is no root cause investigation at this time because the device functions as designed.

Event description:
It was reported the endoplege catheter torqued at 36cm. The physician reported difficulty advancing the endoplege through the introducer-however it did advance. It was noted to have a torque in the catheter after advancement-making it unable to be flushed properly. The customer took the catheter out and decided to use antegrade with the case.

Manufacturer narrative:
Difficulty inserting catheter through introducer.